Event description:
Patient was implanted with lc-dcp plate construct on (B)(6) 2012, for an orif of the ulna. Patient returned for a follow-up appointment on an unknown date and x-rays confirmed patient did not heal and 1 of the 8 cortical screws broke post-operative proximal to the fracture site. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware due to non-union. Surgeon removed all hardware and revised patient to dbx putty, 10 holes lcp plate construct, and competitor's bmp. Procedure was completed with no problems. This is the 1st report of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.